Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08730 inches. Device uploaded properly using care link. Device had scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the due to emergency doctor was called the customer because of low blood glucose level on (B)(6) 2020. Customer had blood glucose level of 36 mg/dl. Customer experienced blood glucose levels of 46, 54, 156, and 181 mg/dl. Customer stated that the insulin pump passed self test, high pressure and displacement verification test. It was unknown whether customer was using auto mode or not. The insulin pump will not be returned for analysis.